Event description:
According to the customer, an incorrect platelet results was obtained from an ac t 5 diff instrument. The incorrect result was 216,000 cell/ul. The incorrect result was not reported out of the lab. The sample was retested on a different automated cell counter and a platelet result 49,000 cells/ul was obtained. Results of 49,000 cells/ul was confirmed by a manual slide review. The repeated result was reported out of the lab. Based on the info provided by the customer, there was no change to pt treatment that can be attributed to this event.